Event description:
Report received from an abbott international affiliate of a catheter that was removed from a pt's arm and found to be "cut." The report indicated that a pt of pneumology was hospitalized due to an unspecified respiratory disease. An abbocath was introduced to administer an unspecified medication. It is unk how long the abbocath had been inserted in the pt. Through the abbocath the pt was administered medication using an intramuscular needle. In 2004, the abbocath was removed and the health care professional realized that the catheter was "cut." Immediately, the pt was transferred to the surgical room to remove the remaining portion of the catheter from the pt's arm. The pt recovered without sequelae. Though requested, no additional info was provided.